Manufacturer narrative:
(B)(4). The device will not be returned.

Event description:
It was reported that upon opening the kit, the lidocaine bottle was found broken. As a result a new kit was opened and used to complete the procedure. The event occurred in the anesthesia department. There was a delay in treatment but no harm was caused to the patient. No complications or death occurred to the patient.